Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the valved trocar leaked during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Three opened cannula/hub assemblies were received in a tray for the report of leaking. The returned samples were visually inspected. Two samples were found non-conforming with a cut in each septum and one sample was found conforming. The conforming sample was then functionally tested for leaking and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).